Manufacturer narrative:
The suspect device is not expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during a percutaneous coronary intervention [pci], the catheter detached within the patient. The clinician had acquired right, retrograde, radial artery access, and during catheter manipulations, the catheter detached within the patient's superficial brachioradial artery. An additional surgical procedure was performed to successfully retrieve the detached catheter from the patient's artery.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed and a root cause could not be determined. A review of the device history record was performed and no exception documents were found. A review of the complaint database was performed and no similar complaints for this lot number were found.